Event description:
The customer reported that the ventilator alarmed on due to a data acquisition pcba adc failure. The customer reported the device was not in use therefore there was no patient involvement or harm. A data acquisition pcba adc failure may result in a vent inop during normal ventilation operation. A vent inop condition will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The field service engineer reported the data acquisition board was replaced to address the reported issue.

Manufacturer narrative:
Event date: (B)(6) 2014 conclusion / root cause: this da board was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).